Event description:
The reporter indicated in a scientific article that a vns patient was excluded from a study due to unreliable nasal-probe readings which was attributed to the patient's severe sleep apnea. It is unknown whether vns therapy is believed to have caused or contributed to this event.

Manufacturer narrative:
Article reference: holmes md, miller jw, voipio j , kaila k, vanhatalo s.vagal nerve stimulation induces intermittent hypocapnia. Epilepsia 2003; 44: 1588-91.